Event description:
Patient reported they have resorption in some of their teeth near the gum line. Their bottom incisor are misaligned and they have sensitivity.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.